Event description:
Sorin group received a report that the 3t heater-coller shut off several times during a procedure. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the 3t heater-cooler system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4)received a report that the 3t heater-cooler shut off several times during a procedure. A sorin group field service tech replaced the 3tk's mains power switch and the equipment was tested. All functions worked properly and the 3t was returned to service. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.